Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, procedure, the 0.014'' guidewire was noted to have created a dissection in the common carotid artery (cca) which led to the placement of an additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm. The patient woke up from the procedure moving all extremities and responding to commands.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.